Manufacturer narrative:
Previously applied code of fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E3: previously reported occupation of other healthcare professional is no longer applicable. G2: previously check marked report source of health professional is no longer applicable. Previously applied code of fdc d1102 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that the endotracheal tube was opened from the sealed package and no damage was found to the packaging.

Event description:
It was reported that before surgery for thyroid cancer, the cuff was found to be leaking when inflated. There was no patient involved.

Manufacturer narrative:
H3: product analysis of the device found that visually, the device was returned in an open pouch (not medtronic pouch, in customer¿s pouch). The pouch was open from 3 of 4 sides and contained a size 7 emg tube. There were no traces of contamination found on the device. However, there was a large puncture found in the cuff. The puncture measured 0.551 inch in length and 0.277 inches in width. Functionally, the air leak test and water leak test could not be performed due to the cuff damage. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.